Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not been able to be recovered following the event. No download data surrounding the treatment has been able to be obtained. At this time there is no indication of a device malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. A nurse reported that the patient was wearing the lifevest at the time of passing and that the lifevest treated the patient during the event. Medical staff was in contact with the patient at the time of the treatment and felt the shock. During a follow-up the nurse reported that there was no injury as a result of bystanders feeling the treatment. The lifevest has been unable to be recovered following the event. No download data surrounding the treatment has been able to be obtained. The patient's rhythm at the time of the alleged treatment is unknown. Hospital staff reported that the patient's rhythm was pea at some point during the arrest. At this time there is no indication of a device malfunction, and there is no indication that the lifevest treatment caused or contributed to the patient death. This event is being reported out of an abundance of caution.